Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported through distributor "rupture", "baker iii capsule contracture", "pain in breast" and "form changes". This record is for the left side. The device was explanted, replaced with a non-abbvie device and will be returned.

Event description:
Healthcare professional reported through distributor "rupture", "baker iii capsule contracture", "pain in breast" and "form changes". This record is for the left side. The device was explanted, replaced with a non-abbvie device and will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.